Event description:
The customer reported that during inspection of the flexible applicator probes, they observed that two are 2-3mm longer in total length (distal tip to washer, length ok) so that the total length with transfer tube is greater than 130cm. This has the implication that the source will not reach the distal end of the applicator and therefore the dose in the pt is 2-3mm further back than expected. No serious injury to the pt was reported, as the user observed this issue prior to treatment. No further pt info was provided.

Manufacturer narrative:
Actual device involved in the incident was returned for eval. Though still under investigation, varian has determined that a MDR is appropriate, as this malfunction, should it recur, could potentially cause a serious injury. Additional f/u to this MDR is expected upon completion of the investigation.